Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that a patient he and a co-managed doctor treated with icl back in (B)(6) 2022 complains of golden halo in bright light and in headlights. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.